Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported to angiodynamics on (B)(4) 2018: during preparation for a microwave ablation procedure of the kidney, while testing the solero applicator, it was reported the tip of the applicator cracked. There was no applicator interaction with the patient as the event occurred during testing. The reported disposable device has been returned to the manufacturer for evaluation.

Manufacturer narrative:
Returned for evaluation was a 19cm solero applicator. A visual review of the returned device noted that the ceramic tip was fractured from the shaft of the device, but not completely detached. A bend in the shaft was also noted. Evaluation of the probe under x-ray noted the semi rigid cable was cracked. This is indicative of excessive heat. The images taken under magnification showed signs of dielectric breakdown. A hole was noted to have been melted into the semi rigid. The reported complaint description of a fractured tip is confirmed. The applicator experienced a dielectric breakdown in the tip, which caused the center conductor of the semi-rigid cable to fail and the ceramic tip to migrate. The root cause of the dielectric breakdown is unknown. Dielectric breakdown is known to be caused by excessive bending to the shaft or damage to tip. For this reason, the applicator components should be inspected thoroughly for damage prior to use. The solero directions for use manual states "inspect all devices and packaging prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. Do not use the solero generator if it has been dropped or damaged." A review of the lot history records was performed for the applicator lot any deviation in manufacturing process related to the reported defect of the complaint. The review confirmed that the lot and the associated components used within the lot all conformed to manufacturing processes and testing. The instructions for use, which is supplied to with catalog number, contains a statement: "the solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).